Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction of a helium leak. The fse performed a function check and calibration. The biomed on site was not sure if the department changed the helium tank washer periodically so the fse replaced the old washer with a helium tank gasket (0348-00-0185). The fse verified the unit passes all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit has a helium leak. There were no injuries reported.